Manufacturer narrative:
Although no death or serious injury was reported, the broken bone could lead to a serious injury.

Event description:
It was reported that the surgeon cracked the patient's radius while inserting the stem during a kinematx total case. The radius cracked when the surgeon chose to size up on the stem. The rest of the surgery was completed without issue. It was communicated that the patient will be splinted for an extra couple of weeks and no-reoperation is required.